Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code ec41628. The event occurred during testing.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D4 model number updated. D9 date returned to manufacturer: 4/8/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump ehl was found to have an error code 41628 that has the potential to pause the delivery of the pump until the error is addressed. The most likely/suspected cause of the customer reported problem was the software. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.